Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported an inability to charge. A reposition antenna screen was seen. Troubleshooting with another external device was not possible as the patient needed to get batteries for their patient programmer (pp). Additional information received from the patient reported a poor communication screen on the pp. They were unable to communicate with the implantable neurostimulator recharger (insr). The patient last felt stimulation a couple months ago and this was also when they last successfully charged. It was unknown why it hadn't been charged since. The patient was redirected to their healthcare provider (hcp). No patient symptoms were reported. Indications for use were other non-malignant pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.